Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during in vitro fertilization (ivf), the package of the pivet guide embryo transfer set was opened and a water drop was found inside the inner catheter. The user changed to another new device to use. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Investigation ¿ evaluation visual inspection of the returned product was conducted. A review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data and specifications has also been performed. One guardia¿ access embryo transfer catheter was returned for investigation. The returned packaging confirms the product lot number is 8396792. The catheter was received in an unopened inner package. Visual exam noted a clear fluid inside the transfer catheter. Review of the device history record noted no non-conformances related to the reported failure. A review of complaint history revealed this complaint is the only one associated with complaint lot number 8396792. Based on the information available the cause of this issue is manufacturing related. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.